Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer related to the reported issue. The customer was instructed to reset the pump to clear the error. The customer acknowledged and declined follow up contact from tandem technical support.